Event description:
It was reported by the customer that their insulin pump was damaged. Customer stated that the device had cracks from the reservoir window to the escape button, the bottom left corner of the display screen and near the battery cap. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 196 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. The insulin pump delivered all boluses programmed during testing properly. All of the boluses were recorded at the bolus and daily totals screen. No bolus or bolus history anomaly was noted. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube window, a broken belt clip slot and minor scratches on the display window.